Manufacturer narrative:
(B)(4). Eval: death/cva.

Event description:
During index procedure, one stent was implanted to each of the following arteries: proximal lad, distal lcx, 1st om, distal rca and proximal rca (ref MFR #s 2953200-2011-00213, 2953200-2011-00214, 2953200-2011-00215 and 2953200-2011-00217). It is reported there were no apparent complications. A spontaneous stroke was reported to have occurred approximately 7 days post index procedure and approximately 6 days later, the pt expired. The pt presented to the emergency department with a right-sided headache, left-sided weakness, nausea, vomiting, aphasia and inability to ambulate. Blood pressure on admittance was 201/110 with a heart rate of 79. Cat scan showed multiple areas of intracranial hemorrhage, largest is in the copus callosum on the right. Mid-line shift from right to left. Pt received treatment to control blood pressure and was subsequently intubated and placed on ventilator support. Pt subsequently died 13 days post index procedure. Investigator reports that the event is not related to the study stent or procedure, but is possibly related to the study drug. It is reported that death was not associated with an mi and that there was no evidence of stent thrombosis. Cause of death is reported to be due to intracranial hemorrhage. Pt was on aspirin and clopidogrel prior to event.